Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in need of a clamshell repair. A repair was performed on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's analysis conclusion review of the relevant sections of the device history records (DHR) for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The report of a separation of the driveline¿s outer jacket from the metal connector was confirmed through an onsite evaluation performed by an abbott representative. The repair was successfully completed on 06aug2020. No issues were noted. The patient remains ongoing on heartmate ii lvas and no further related events have been reported at this time. The heartmate ii lvas IFU and patient handbook address how to care for the driveline. The patient handbook contains sections on ¿caring for the driveline,¿ which explains patient care and handling of the driveline connector to the system controller. The patient handbook also has a section ¿caring for the equipment,¿ in which the patient is stressed to contact their hospital immediately if any driveline damage is suspected. No further information was provided. The manufacturer is closing the file on this event.